Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg shuts off randomly. The pt stated that he needed to use the programmer to turn stimulation back on. X-rays and diagnostic tests revealed no anomalies to the system. The next course of action is currently undetermined. No further info is available at this time.